Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high and unstable thresholds and a polarity switch. It was also reported that the right atrial (ra) lead exhibited noise on electrograms (egm) and was not screwed into header. It was noted that the patient experienced syncope. The leads were capped and replaced. No further patient complications have been reported as a result of this event.